Event description:
During cataract procedure. Machine malfunctioned another phaco machine used and cataract extraction with implanted completed without problem. Several days later, informaed by md's office of injury to pt's cornea. Pt has not returned to hosp at this time.